Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x100 mm armada 18 balloon dilatation catheter (bdc) was used to treat the moderately tortuous and moderately calcified peroneal artery. The armada 18 bdc was advanced without resistance to the artery. The bdc was inflated three times; first at 8 atmospheres (atms), second at 10 atms and third at 14 atms when the bdc ruptured. A non-abbott bdc was used for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x100 mm armada 18 balloon dilatation catheter (bdc) was used to treat the moderately tortuous and moderately calcified peroneal artery. The armada 18 bdc was advanced without resistance to the artery. The bdc was inflated three times; first at 8 atmospheres (atms), second at 10 atms and third at 14 atms when the bdc ruptured. A non-abbott bdc was used for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.